Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026 the patient was feeling hyperglycemic and the bg reading was 36 mmol/l .the patient went to the hospital and was admitted for half a day because he was feeling confused and extreme fatigued. At the hospital the patient was treated with insulin IV and hydration therapy with IV fluid. The patient in addition self-treated with novorapid. The patient was discharged the same day. At the time of the report the patient was still feeling weak. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident. The patient's high alert was enabled and set to 13.9 mmol/l with the snooze feature disabled. Data investigation shows that the patient's estimated glucose values exceeded the high alert threshold at 11:10 pm on the alleged incident date, (B)(6) 2025. The app delivered a high alert at full volume at this time with an egv of 14.0 mmol/l. The patient's egvs remained above the high alert threshold thereafter and the app continued to deliver high alerts at full volume every five minutes until the alert was acknowledged at 12:51 am on (B)(6) 2026. The patient's egvs at this point had reached high (greater than 22.2 mmol/l), and they eventually crossed back into target range at 3:05 am. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on or around the alleged date of incident on (B)(6) 2025. In addition, no similar issues which could have prevented glucose alerts from triggering were found around the date of incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. The complaint of alert/notification settings issue is undetermined and the root cause of the alleged event could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.